Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: the pump was tested on a delivery accuracy test; the pump passed the required test and was found to be delivering accurately and within the required specification. Investigators were unable to duplicate the reported complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the patient obtained blood glucose levels of 400 mg/dl to 500 mg/dl over ¿several months¿ and experienced the symptoms of nausea and vomiting. The technical service representative contacted the reporter to obtain further information and to troubleshoot the pump; however was unable to reach her by telephone. No further information about the patient¿s status or the pump was provided. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms indicative of severe hyperglycemia while using the reported pump. As the issue was not resolved, this complaint is being reported.